Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. There was a 0.024¿ offset at the tips. A clip could not be properly loaded on the grips. The grips did not show cracking damage. Components adjacent to this severely bent grip did not show damage. Additionally, the instrument failed the clip test due to misapplication of the clip. The instrument passed engagement and able to retain the clip through engagement but could not apply the clip. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not close the clip. The customer completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle with the medium-large weck hem-o-lok clip. The instrument's jaws would not close when the surgeon attempted to clamp the vessel. The vessel or tissue bundle was not greater than the specified diameter suggested in the user manual. The issue occurred on the first clip application attempt. The issue was resolved with a backup clip applier instrument.